Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found overheating. There were no error codes observed on the device. It was being used with 3 diego handpieces. No further details provided regarding the event. No patient harm or injury reported. No user injury reported. This event reported is related to reports with patient identifiers (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), customer response and investigation conclusion.. Please see updated sections: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Due to no physical device evaluation, a definitive root cause could not be determined. Based on DHR review, functional checklist, a console is tested for activation with all appropriate accessories prior to being shipped out. It is unlikely that the console was shipped out with an issue with overheating/smoking. This suggests the damages incurred may have been as a result of transportation or use. Olympus will continue to monitor complaints for this device.

Event description:
Updates on event description: event occurred in the middle of a functional endoscopic sinus surgery (fess). Another diego console machine was brought in, all new disposables and another non-disposable diego handpiece was attached and seemed to work with no issues for the remaining portion of the case. The surgery was delayed multiple times during the process trying to change handpieces, waiting for other handpieces and supplies, etc. However surgery was able to be completed successfully without patient injury or harm. Serial numbers used to complete the procedure was not provided.